Event description:
A continuous cycling peritoneal dialysis (ccpd) patient caregiver called technical support wanting to know if the cycler should be kept at the patient's residence while he healed from umbilical hernia surgery and completed his treatments by hemodialysis. The care giver was advised to contact the rn for further advice. Upon follow up with the patient's pd nurse, she confirmed that the patient was admitted to the hospital for hernia repair surgery. He currently remains in the hospital completing treatments via hemodialysis. It is currently unknown if he will be returning to the ccpd program due to failing health issues. Patient medical records were requested.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specification.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the clinical and device investigations.